Manufacturer narrative:
Batch review performed on 20.05.2021: lot 168377: (B)(4) items manufactured and released on 28-mar-2017. Expiration date: 2022-03-19. No anomalies found related to the problem. To date, all items of the same lot have been sold without any similar reported event. Additional item involved in the event, batch review performed on 20.05.2021: gmk-sphere 02.12.0410fr tibial insert fixed sphere flex size 4/10 mm r (k121416) lot. 170327 lot 170327: (B)(4) items manufactured and released on 11-apr-2017. Expiration date: 2022-03-23. No anomalies found related to the problem. To date, all items of the same lot have been already sold with 1 similar reported event. Gmk-sphere 02.12.0004r femoral component sphere cemented size 4 r (k121416) lot. 168736 lot 168736: (B)(4) items manufactured and released on 5-may-2017. Expiration date: 2022-04-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event.

Event description:
3 years and 9 months after the primary surgery first stage revision total knee was done due to diagnosed (B)(6) infection 4 years after the primary procedure.